Event description:
Customer's dog ate his insulin pump and he is requesting a replacement. Customer stated that he was hospitalized due to diabetes ketoacidosis. Customer had a chest virus. The current blood glucose reading is 180 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received in with chew marks around casing, missing keypad overlay, missing keypad dome switch assembly, broken reservoir tube lip, broken battery tube threads, scratched lcd window and missing end cap sticker. Unable to perform the displacement, rewind, basic occlusion, prime and excessive no delivery alarm tests due to keypad anomalies.